Manufacturer narrative:
Additional narrative: patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure on (B)(6) 2017 an aiming arm was bent. It is unknown where the bend is coming from, but the standard insertion handle and aiming arm pieces caused the drill bit to not go through the nail during surgery. Additional x-rays were taken after taking the aiming arm off. There is no issue with the drill bit; however, the handle and arm together are caused misalignment. There was surgical delay of ten (10) minutes reported due to the drill bit not working. Procedure was finished ¿free hand.¿ patient is stable following the procedure and there were no fragments generated. Concomitant devices reported: drill bit (part unknown, lot unknown, quantity 1), screw (part unknown, lot unknown, quantity 1), nail (part unknown, lot unknown, quantity 1). This report is for one (1) standard insertion handle. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Lot number, UDI, device returned to manufacturer. A device history record (DHR) review was performed for part # 03.010.045, lot # 1544286: manufacturing site: (B)(4), manufacturing date: 14. Nov. 2006: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. The devices insertion handle (03.010.045, 1544286) and aiming arm (03.010.052, 1349492) were received. A device history record review, device inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is unconfirmed. During functional testing the devices could be properly assembled and did not shows any defects which would contribute to the complaint condition. No new malfunctions were observed. The returned devices are used together in the titanium cannulated tibial nail- expert system and are intended for targeting for the proximal locking options per technique guide. The devices were received showing surface wear consistent with their ages. Nicks and dents were observed along the edges of the devices. The associated nail was not returned; therefore testing with the nail in question was unable to be performed. However, during functional testing the devices were assembled and the mating surfaces were found to be flush and straight with no misalignment. The tab on the insertion handle is also straight with no defects that would contribute to a misalignment. The nine (9) alignment holes were found to be within the specification. The width of the aiming arm at the connection to the insertion handle and the width of the insertion handle at the connection point to the aiming arm were found to be within the specification per relevant drawing. As no issue was identified the complaint condition for this device is unconfirmed and could not be replicated. Relevant drawings were reviewed. A definitive root cause could not be determined. To ensure proper alignment it is important to have all components tightly connected and to not apply external forces to the construct. It is possible that hammering for nail insertion and/or forceful manipulation of the devices loosened the construct and/or forced the devices out of alignment and potentially was the reported observed bending. The technique guide recommends that the user confirm that the nail is securely connected to the insertion handle, especially after hammering and notes do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting though the proximal locking holes and damage the drill bits. However, as the application of forces and technique used are unknown the root cause cannot be definitively determined. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.